Event description:
During implantation, there was a slight motion of the liner in the acetabular shell. Another device was readily available and implanted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned for evaluation. The device was discarded. A review of the device history record revealed no discrepancies were reported during manufacture. There is insufficient info provided to determine whether this event would be device related.